Manufacturer narrative:
This incident meets MDR reporting criteria based on the precedence for a partially deployed stent being removed from the patient with the delivery system regardless of the patient outcome.

Event description:
While placing a stent when the physician pulled the introducer back the stent came out with it. No harm to the patient. As the facility did not have any additional devices of this size, the physician used a competitors stent to complete the procedure.

Manufacturer narrative:
This incident meets MDR reporting criteria based on the precedence for a partially deployed stent being removed from the patient with the delivery system regardless of the patient outcome. This complaint is in relation to an evo-20-25-15-e device of lot number c1012873. Only the evo-20-25-15-e stent was returned for evaluation. The complete device was not returned. Displacement of the inner sutures was observed. Evaluation of the weaving of the suture confirmed that it was woven correctly. There was a knot present near the lasso loop. The customer complaint was confirmed based on the customers testimony and the displacement of the inner sutures of the returned stent. As actual use conditions cannot be replicated in the laboratory we cannot conclusively determine the cause of this complaint. As per cirl internal procedure, the relevant personnel are instructed to actuate the handle completely in both directions for the entire range of travel. The actuation should be smooth and consistent. There is also a cirl internal procedure which instructs the relevant personnel to deploy the stent back out of the outer sheath approximately 50%. As per the instructions for use, the user is advised of the following: ¿confirm desired stent position fluoroscopically and deploy stent by removing red safety guard from the handle. Continue deploying stent by squeezing trigger. Note: each trigger squeeze will deploy stent by an equal amount. If stent repositioning is required during deployment, it is possible to recapture stent. Note it is not possible to recapture stent after passing point of no return, indicated when red marker on top of introducer has passed the point of no return indicator on handle.¿ prior to distribution all evo-20-25-15-e devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. Information provided indicates that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
(B)(4). While placing a stent when the physician pulled the introducer back the stent came out with it. No harm to the patient. As the facility did not have any additional devices of this size, the physician used a competitors stent to complete the procedure.

Manufacturer narrative:
This complaint is reportable on the basis of the reporting precedence established for this product family for 'development issue resulting in exposed stent being removed from pt with the delivery system' regardless of the pt outcome. This complaint is in relation to an evo-20-25-15-e device of lot number c1012873. The evo-20-25-15-e device involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint was confirmed based on the customer testimony. As the device was not returned for evaluation it is not possible to determine the root cause of the issue the user experienced. A review of the manufacturing records for evo-20-25-15-e device of lot number c1012873 did not reveal any discrepancies which could have contributed to this complaint issue. As per cl rl internal procedure, the relevant personnel are instructed to actuate the handle completely in both directions for the entire range of travel. The actuation should be smooth and consistent. There is also a girl internal procedure which instructs the relevant personnel to deploy the stent back out of the outer sheath approximately 50%. As per the instructions for use, the user is advised of the following:" confirm desired stent position fluoroscopically and deploy stent by removing red safety guard from the handle. Continue deploying stent by squeezing trigger. Note: each trigger squeeze will deploy stent by an equal amount. If stent repositioning is required during deployment, it is possible to recapture stent. Note it is not possible to recapture stent after passing point of no return, indicated when red marker on top of introducer has passed the point of no return indicator on handle." Prior to distribution all evo-20-25-15-e devices are subjected to a visual inspection and functional checks to ensure device integrity. Information provided indicates that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
While placing a stent, when the physician pulled the introducer back the stent was removed with it. No harm to the pt. As the facility did not have any add'l devices of this size, the physician used a competitors stent to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.